Event description:
In the post ablation scans, there was noticeable mass effect and lesion growth which potentially could indicate intercranial bleeding. It was informed that the patient was planned to be sent to the ICU for observation and monitoring.

Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.